Event description:
It was reported that the patient received multiple shocks due to noise. X-ray revealed the lead had dislodged. The lead was explanted.

Manufacturer narrative:
A partial lead, with the distal tip, measuring 58.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.